Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The device's interface board will be replaced to address the customer's complaint. Device has been evaluated but not repaired pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator's display screen would not turn on and the device was alarming. There was no harm or injury reported.